Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the hemostatic valve detached from the sheath. It was reported that the hemostatic valve inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large came off when the doctor removed the catheter from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. There was no resistance when inserting or removing the device. The detachment was ¿total¿ however, the hemostatic valve and the valve holder were already outside of the patient. There was no patient consequence. The issue of hemostatic valve detachment has been assessed as an MDR reportable malfunction.